Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia indicated by a sensor reading and confirmed by fingerstick, with a blood glucose of 250 mg/dl, while using the ilet system; the user reported no infusion set leaks, no delivery-stopping alarms, and stated that multiple meal announcements did not result in insulin delivery, then elected to change all components. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond user-directed set and component changes. Investigation included customer support troubleshooting and education. Investigation of this case revealed insufficient information to verify a device malfunction or delivery interruption, with no confirmed alerts and no confirmed hardware or component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to unavailable data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.